Event description:
It was reported that a patient had significant swelling in the pump pocket following a (B)(6) 2015 implant and the healthcare professional (hcp) admitted the patient to the hospital. The hcp thought this was a csf (cerebrospinal fluid) leak tracking along the catheter and filling the pump pocket. The patient was taken into the operating room for exploration, and once the sites were open, no csf leak was found. A significant amount of bloody seroma/blood clot accumulation was in the pump pocket and one of the suture loop ties was broken that had been securing the pump, and was replaced. It was noted that the actual loop on the pump was not damaged. The accumulation was thought to have started after the patient had been discharged from his three day postoperative hospital stay, as it was not noted on the implant admission. The blood was evacuated from the pump pocket, no active bleeding was noted. The hcp was not sure what could have caused the issue. The pump and catheter remained implanted. All surgical sites were closed, a pressure dressing was applied and the patient was placed in an abdominal binder. The pump dosing was not changed from 60mcg/day. The patient was still in the hospital at the time of this report; the hcp reported he was doing well. The patient was described as ¿alive with no injury.¿ the pump was used to infuse baclofen (lioresal). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).